Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic on (B)(6) 2019 after the patient noticed that the silver of the pacemaker was showing through the incision site. The device was explanted on (B)(6) 2019 and on (B)(6) 2019 a new device was implanted on the patient's right side. The patient's condition was stable throughout both procedures.